Event description:
Infection [arthritis infective] ([knee swelling], [injection site redness], [joint warmth]), pain [knee pain], drained/drained his knees [joint effusion]. Case narrative: initial information received on 17-aug-2018 regarding an unsolicited valid serious case received from united states via non-healthcare professional. This case involves (B)(6) male patient who experienced infection, drained/drained his knees (latency: same day) and pain, (latency: unknown) while he was using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment included synvisc-one. Patient past medical history, vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc one dosage 6 ml via intra-articular route (lot - unk) for product used for unknown indication. He stated he received the injection on (B)(6) 2018 and had infection. He also had a reaction where his knees are swollen, red, and warm. He stated that he was in a lot of pain so he went to the ER in the morning and they drained his knees and put him on a pain killer in his knees, so he can walk and he had to use crutches for a day. No further information provided. Final diagnosis was infection, pain and drained/drained his knees. It was not reported if the patient received a corrective treatment. Outcome: recovering for infection; unknown for the rest of the events. Seriousness criteria: disability for pain; medically significant for infection. A product technical complaint (ptc) was initiated on 22-aug-2018 for "synvisc one". Batch number unknown; (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 22-aug-2018. Global ptc number & ptc results were added. Text was amended accordingly additional information was received on 11-sep-2018. Patient details added and age group updated. Text was amended accordingly.